Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis q biplane system. During a procedure, the biplane system collided with the mavig shield, causing it to fall. The shield cover fell and struck the patient on the head while the remaining piece of the shield fell into the sterile field in the groin area. The patient suffered an abrasion to the forehead which was treated with a band aid. We are unaware of any further impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be user inattention. The investigation showed that the operator collided the c-arm of the system with an accessory of the mavig company. Subsequently, the cover of the mavig shield fell down which has an overall weight of 115 grams. One half of this falling object (approximately 63 grams) hit the patient's forehead. The user manual states that the user should pay additional attention to avoid collisions when the upper body radiation protection is inside the c-arm range. The cover was reattached to the system and is fully operational. No parts needed to be exchanged and no system fault was recognized. The system works as specified and the manufacturer is not considering further actions resulting from this event as no system error has been recognized.